Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.041". The grips were not found to be cracked. Further inspection found indentations and burrs surrounding the damage to the grips. Additional observation(s) related to the customer complaint: the instrument was found to have a broken grip cable at the force amplification pulley. The cable was fully broken. As a result of the full break, functional testing for motion related issues could not be performed. Further inspection found indentations and burrs around the base of the grips that could have contributed to the cable breaking. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument was stuck in the trocar and fragments fell inside the patient. The fragments were retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and it is unknown if any damage was noted. The staff retrieved the fragment during the same procedure. It is unknown how long the instrument was in use. The instrument broke inside the cavity and was not able to be removed; it was stuck in the trocar upon removal. The fragment fell inside the patient during an instrument tip/accessory collision. There was no damage noted to the cannula or in the instrument after the event. It was confirmed by the surgeon that all fragments were retrieved. No additional surgical procedure was required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed. The procedure was completed. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There are no images or video recordings available for review.